Event description:
The customer reported that the system monitors were black with no images. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable and connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.